Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR# 9610726-2011-00137.

Event description:
It was reported that, "revision due to instability."